Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. No adverse patient effects were reported.

Event description:
Subsequent information was reported that there were also high impedance measurements. As a result, the rv lead was surgically abandoned and replaced. No adverse patient effects were reported.